Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left knee an evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the patient began experiencing pain and walked with a limp in her left knee after her primary surgery. During her revision surgery, the doctor noticed the her knee had come apart; the implants never cemented themselves. The patient also found out she is allergic to nickel.

Manufacturer narrative:
An event regarding loosening and subsequent revision involving a scorpio baseplate component was reported. The event was confirmed. Method & results: -device evaluation could not be performed as the subject device was not returned. -medical records received and evaluation: review of the medical records indicated that the most likely cause for this adverse event was mechanical loosening due to improper surgical technique during the index surgery. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the patient experienced pain due to loosening which lead to a revision surgery. When the components were removed it was noticed that there was "no cement beneath the tibia". The IFU for the scorpio baseplate states that the component is for "cemented use only," therefore this is an off label use of the product. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation. There has been no recall of any of the products involved. No further investigation for this event is possible at this time as no devices were returned to stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient began experiencing pain and walked with a limp in her left knee after her primary surgery. During her revision surgery, the doctor noticed the her knee had come apart; the implants never cemented themselves. The patient also found out she is allergic to nickel.